Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient felt uncomfortable and had a drain of 4676ml during peritoneal dialysis on the homechoice. The patient's largest prescribed fill volume was 2500ml. The patient reported that the device had skipped the initial drain and moved to fill right away. The technical services representative (tsr) assisted the patient to drain. The patient adjusted their transfer set and began draining normally. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacturing date is feb 2011. The device was not received for evaluation; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.